Event description:
It was reported the device was used in a esophagectomy. After firing the tissue fell away, with no evidence of the staples being fired. This required two subsequent firings with another device at the same location. No patient consequence reported. No further information after several request for additional information.